Event description:
Customer reportedly obtained results of 337 mg/dl and 66 md/dl on the compact plus system within 10 mins. Customer ate in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.